Manufacturer narrative:
Not sent to manufacturer.

Event description:
On (B)(6) 2015 an (B)(6) customer called to report a false positive result obtained with the kit vidas cmv igg ref. 30204 lot 1003970680 (expiration date 09-mar-2016) for a pregnant woman. Customer obtained a positive result (14ua/ml) with lot 1003970680 and a negative result (4 ua/ml) with the lot 1004028320 (expiration date 31-mar-2016). Customer retested sample using the corus instrument and the result was confirmed negative.

Manufacturer narrative:
Biomérieux conducted internal investigation.evaluation of the batch history record indicates no anomaly identified during manufacturing qc testing.the quality product laboratory tested the sample submitted by the customer and three (3) additional samples used during product manufacture/qc. The vidas® cmv igg assay performed in accordance with specifications.